Event description:
It was reported that a patient had a shocking or jolting sensation during an ultrasound procedure. It was noted that the patient had diabetes and neuropathy in her feet and needed injections in her legs, where they first did an ultrasound to find the veins, made injections on both legs, and used a tens (transcutaneous electrical nerve stimulation) unit. The reporter stated that during the ultrasound on (B)(6) 2013, the patient felt shocking going up her right leg, and the patient felt shocking a couple of times during the ultrasound and injections. It was reported that the ¿shock went all the way up and hit one of the nerves¿ in the patient. It was noted that when ¿they did the nerve¿ over the patient¿s leg it was down to the ankle and it stimulated the nerve. It was reported that it ¿did not hurt¿ and was just a little shock and ¿as soon as they finished¿ it went away. The reporter stated that the patient had no stimulation since (B)(6) 2013 and the previous day it worked fine. It was reported that normally the patient could feel stimulation all the time and had a little bit of symptom return. It was noted that the morning of the report the patient had to go to the bathroom and ¿got a little bit.¿ it was reported that the patient¿s stimulation was on and set at program 1 at 4.9. The reporter stated that the patient¿s healthcare professional instructed the patient to change the settings if the patient did not feel the stimulation. Stimulation was increased to 5.5 and the patient stated she felt stimulation ¿like it was the first time she had it¿ and it was comfortable. It was noted that the patient still had bandages and was implanted two days prior to the report. It was reported that the patient hoped that ¿they did not short it out¿ because she didn¿t want to go through the surgery again and the patient didn¿t feel shocking when the tens was used. It was noted that next time the patient would turn stimulation off while she¿s at her healthcare professional¿s office. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-33, lot# va0dc8k, implanted: (B)(6) 2013, product type: lead. (B)(4).